Manufacturer narrative:
Terumo has not received the actual device for investigation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that the endoscope was blurry. Several attempts were made to obtain event info without success. No reports of injury or delay were recalled.